Event description:
It was reported that catheter issue occurred. The target lesion was located in the right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter failed to display an image. After it was withdrawn, the imaging core was found to be detached. Another of the same model was used to complete the procedure. No patient complications were reported, and the patient was stable.